Event description:
It was reported that a sponge came out of a minicap. There was no patient involvement. No additional information available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection found that the sponge was out of the minicap. A dimensional inspection was performed and the sponge was found to be within specifications. The reported issue was verified through evaluation. The cause of the issue could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.